Event description:
It was observed during the olympus device evaluation, the colonovideoscope exhibited foreign debris protruding from the air/water nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus and evaluated. In addition to the reportable malfunction of foreign matter in the a/w nozzle, the evaluation found non-reportable device malfunctions/conditions. A device history review found no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was identified as a black rubbery material, however, the root cause could not be identified. The event can be detected/prevented by following the inspection method for the event which is described as follows in the operation manual: ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.